Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement or an error in the motor was detected by reading unexpected value from hall sensor alarms noted during testing. However, corroded motor assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown. The customer was able to clear and rewind the insulin pump. They had performed the self and displacement test and both the test were passed. The customer went through the troubleshooting and received the pump error. The insulin need to be replaced. The insulin pump will be returned for analysis.